Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a radial capsule tear resulting in a vitrectomy during a laser assisted cataract procedure. Additional information requested.

Manufacturer narrative:
A company representative assessed the system and was unable to find any nonconformity with the system. The system met company specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)